Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
6 months after implantation, in (B)(6) 2025, the user's father reported that the left side device wasn't working for 2 months and the user was only wearing the right side. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
6 months after implantation, in (B)(6) 2025, the user's hearing performance was affected. It is unknown, if a trauma occurred. The user has been re-implanted.

Event description:
Six months after implantation, in (B)(6) 2025, the user's hearing performance was affected. It is unknown, if a trauma occurred. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.